Manufacturer narrative:
This is a combination product. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Device evaluation: the product was returned to the manufacturing site. Visual inspection revealed that the lens was cut which is associated with a lens removed from the eye. There was only received a part of the lens cut with both haptic detached/cut too. There were no damages observed in the preloaded device. The reported issue of haptic detached was verified. However, based on the return condition of the lens, no product deficiency could be determined. The lens was cut and it was received incomplete. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed one (1) additional complaint folder has been received for this production order number but not related to this event. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. Note: report submitted 10:08pm pst february 4, 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis preloaded intraocular lens (iol) was inserted and removed from the patient's eye due to a missing/detached haptic. There was no injury reported. No additional information provided.